Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open. A technical support specialist (tss) confirmed that the customer was able to resolve issue after logging off and back into the cubex application. The system functioned as intended after the technical support specialist investigated the issue of the device. D4: unique device identifier not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication and drawer did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.